Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead replacement procedure; it was difficult to tighten the setscrew on the ventricular port of the pulse generator; the setscrew kept turning incessantly. A new device was implanted successfully. The patient tolerated the procedure well and was in stable condition post procedure.

Manufacturer narrative:
Final analysis found the setscrew could not be tightened due to body fluid and excess septum punch outs filling the setscrew inset. The body fluid and septum punch outs were preventing the wrench from engaging the setscrew inset walls and limited wrench insertion depth causing the wrench to strip the inset.